Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - open clamp. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line was properly primed prior to connecting and patient extension lines were not in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the home patient (hp) check the supplies. The hp had a clamp open on an unused line. The tsr explained to the hp to keep those clamps closed. The tsr had the hp power cycle the hc to end therapy and advised the hp to contact his registered nurse (rn) about the possible exposure to unsterile air. The hp would call his rn in the morning and would finish therapy with manuals. The hc was operational. Proper procedures were reviewed, and there were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.